Event description:
Litigation alleges that patient has experienced severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. **update** (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from loosening, as well. All products have been reported.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation, added state, date of birth, age, law firm and product details. The head and liner are non depuy products. Doi: (B)(6) 2010 - dor: none reported (left hip).